Event description:
It was initially reported that the site was unable to communicate with multiple patients due to their programming wand. They were able to successfully use another wand with their patients. The programming wand was returned to the manufacturer for analysis. The analysis confirmed that the programming wand was having communication errors due to an intermittent conductor, conductor 3 (data ground), at the handle location. A known good bench serial data cable was substituted and all communications errors cleared.

Event description:
The facility educator for infection control reported to the baxter sales representative that patient bsis (blood stream infections) have been associated with the use of the flolink device during 2008 and 2009. There is no information currently for each event. It is unknown what interventions were required. The patient's outcomes are unknown. The actual samples were discarded and no companion samples are available. The facility educator has provided additional training for the clinical nursing staff. This is the master complaint for patient a.

Manufacturer narrative:
CAPA was opened on june 26, 2009 to address blood stream infection complaints.

Manufacturer narrative:
The sample was discarded, the lot number is unknown and no companion samples are available.